Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) units fiber optic connector and hinges are broken. There was no patient involvement.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue replaced the fiber-optics cable assembly and the upper hinge cover. The fse performed a full preventive maintenance (pm) with calibration, safety, and functionality checks per the service manual. The iabp was returned to the customer and cleared for clinical use. The following investigation was performed by the technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received fiber optic sensor extension with a reported unit failure of the fiber optics connector was cracked. The failure analysis and testing dept. Performed a visual inspection and found the connector was cracked. Please see attachment for evidence of the damage. The failure analysis and testing dept. Verified the failure. Retaining the fiber optic connector in the failure analysis and testing department per procedure.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the fiber-optics test. The fiber-optics connector and hinges were broken. There was no patient involvement.